Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's electrode belt cable was fraying. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged electrode cable) was confirmed. Upon investigation the trunk cable connector was broken and the black wire (12v main battery line) was cut. The root cause of the damaged belt connector and broken wire could not be positively identified but was likely excessive force. No adverse event resulted from the defective trunk cable connector and broken wire. The patient received a replacement electrode belt.